Manufacturer narrative:
Siemens completed the technical investigation of the reported incident. The raw data from the event was deleted from the reported system, and the replaced lps could not be returned for a detailed investigation. Therefore, definitive root cause could not be determined. The dicom image data analysis revealed that for an unknown reason, the traversal images were flipped. The scan was performed with the patient in a supine position; however, the images were displayed in a prone position. Due to the image flip, the patient's left side was displayed on the right-hand side of the image display. This is not the usual way for images to be displayed. Images are usually displayed from the foot-side of the patient table. This means in a prone position the patient's right side is displayed on the right side of the display. The side labels in the dicom images were displayed correctly. "L" indicating the left side, was correctly positioned on the left side of the patient. The CT images were correctly marked by "r" for right side and "l" for the left side of the patient's body. Since there is no indication of a system malfunction, remedial action is not deemed necessary. Additional action regarding this event is not planned.

Manufacturer narrative:
Siemens initiated a technical investigation of the reported event. The initial investigation, completed by the siemens local application specialist, concluded that the facility technologist scanned the wrong hip. The overview scan topogram was correctly oriented, but at a later step in the process the technologist scanned the wrong hip. This resulted in the facility believing the patient's hip was not fractured and they tried to get the patient to walk on it. The existing fracture, fractured further, resulting in the necessity for a total hip replacement. Nevertheless, siemens is further investigating the technical aspect of the event to determine if there was a system malfunction. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to siemens by the customer that hip scan images came back inverted. This issue resulted in a misdiagnosis of a hip fracture. The patient's right hip was scanned instead of the complained left hip. This misdiagnosis led to the diagnosis that the patient did not have a hip fracture. The facility staff encouraged the patient get on their feet and walk, resulting in the existing left hip fracture to fracture further. The patient required a total hip replacement to treat the worsened fracture.